Manufacturer narrative:
Medtronic received additional information that the 27mm valve was replaced due to previous bacteremia, severe regurgitation, and concern seen on echocardiogram for vegetation (endocarditis). Upon explant of the valve, the leaflets were noted to be severely degenerated and fragmented. The physician believes the state of the leaflets caused an embolic stroke, which was the reported cause of patient death. Product ID: 305u27 serial/lot #: (B)(4), ubd: 30-sep-2014, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 305u27 serial/lot #: (B)(4), ubd: 30-sep-2014, UDI#: (B)(4). (B)(4). Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years and ten months post implant of a 27mm aortic bioprosthetic valve, it was explanted and replaced with a 27mm bioprosthetic valve of a different model for unknown reasons. Approximately five days post implant of the replacement valve, the patient died. The cause of death was not received. There was no evidence to suggest that the valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.